Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -18.0/4.0/094 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: d4: expiration date: 31-mar-2025. D9: device available for evaluation?: yes. Returned: 21-oct-2022. Claim#: (B)(4).